Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture and high, out of range, pacing impedance was noted on the right ventricular (rv) lead. Technical support was contacted, however, no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated noise resulting in oversensing and the previously reported event of high pacing impedance were observed on the right ventricular lead. An x-ray was performed, and no anomalies were observed. The lead was capped and replaced to resolve the event, and the patient was in stable condition.